Event description:
Boston scientific provided the following information: this lead was explanted due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Update 26-feb-2025: this lead was surgically explanted due to lead damage, impedance issues, insulation issue, loss of capture, oversensing and undersensing. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.